Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed and no anomalies were found. It was noted the catheter returned was not slit and there were spots of blood visible on shaft and handle of catheter. The analyst commented there were no other anomalies visible. (B)(4).

Event description:
It was reported that left ventricular (lv) lead dislodged a few days following the implant procedure. The lv lead was explanted and a new lv lead was implanted, which dislodged while the delivery catheter was slitting and the balloon catheter was being removed. The physician noted the lead was "dragged into dislodgement" while removing the delivery catheter and the balloon catheter. The lv lead and catheters were explanted and replaced. No patient complications have been reported as a result of this event.